Event description:
An fos connection problem was reported. It was mentioned in the email from the reporter that this issue had occurred on two other catheters before but was not reported to teleflex. There is no information available on the event.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab unable to get fos signal is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
An fos connection problem was reported. It was mentioned in the email from the reporter that this issue had occurred on two other catheters before but was not reported to teleflex. There is no information available on the event.